Manufacturer narrative:
H2: additional information h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. No physical damage is visible to the device. A functional evaluation of the returned device found that nothing is missing from device. Device was hooked up and powered up and nothing fell off. Device passed all functional test. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. Per complaint details, the dust was removed from the patient and a back-up device was used to complete the procedure. No patient injuries or adverse consequences were reported due to the reported events. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an ankle arthroscopy procedure, when the platinum blade was switched to forward mode for burring the spurs bone at rpm 3000, the metal dust suddenly dispersed from the shaver tip. The metal dust was removed by suction. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.